Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an unknown reason, after being in service for approximately two months. No adverse patient effects were reported. This icm device has been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted due to an unknown reason, after being in service for approximately two months. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.